Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak. The customer¿s blood glucose level was 253 mg/dl. The customer reported that there was crack on her insulin pump on the battery compartment side. The customer reported that leak was at the o rings and at the top of the reservoir snap cap. Customer stated that the leak was past second o ring. The customer reported that the infusion set cannula was bent. The troubleshooting was performed for the fluid exposure, reservoir leak and insulin pump damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The product will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak. (B)(4).